Event description:
The nurse noticed a green object floating in 1 cc tb syringe after drawing up medication in a ppd syringe. The object is too big to have been drawn up and pass through needle from the medication vial. All syringes that were drawn up and open vials were removed from use.